Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. This emdr represents the bd 3dmax (device 2). An additional supplemental emdr was submitted to represent the bd 3dmax (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007 ¿ patient was diagnosed with bilateral indirect inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (right ¿ device 1 and left ¿ device 2). Per op notes, ¿a large indirect inguinal hernia was identified in both right and left side. Two large pieces of 3dmax meshes are secured to pubic bone on the right and left side, covering the direct and indirect floor of the inguinal canal using sutures.¿ (B)(6) 2007 - patient had pain and was diagnosed with right groin chocolate cyst hematoma thereby underwent removal of groin mass. (B)(6) 2017 - patient was diagnosed with abdominal pain thereby underwent laparoscopic repair with the removal of 3dmax meshes (right ¿ device 1 and left ¿ device 2). Per op notes, ¿on right side, the mesh (device 1) detached from adhesion to abdominal wall was dissected out. Similar dissection was carried out on left side by removing the mesh (device 2).¿